Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. The plan is to perform a lead revision in the near future, in the meantime, it was decided to maintain the patient on external defibrillator support. This lead remains in service. No further adverse patient effects were reported.